Event description:
User states: "help lock discontinued for discharge. Noted 2 areas of irradiation above the site." Internal reviewer concludes: "felt to have been caused by t-connector being loose at connection and pressure/abrasion from reinforcing connection with tape."